Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula retracted inside of the sensor. The insulin pump was unable to confirm if customer received sensor damage due to customer returning it opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the transmitter did not blink when connected to the sensor. Customer reported the cannula with the electrode attached was missing from the sensor upon removal from their body. Customer was advised to consult with their healthcare provider to determine if it was inside their body. Customer's blood glucose was 8.3 mmol/l. The customer was able to observe the transmitter blinking when a new sensor was connected. The sensor will be returned for analysis.